Event description:
The customer reported the device won't turn on/off. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced keypad for unresponsive on button, unit now functioning properly. A review of the device history record for sn(B)(6) was performed from date of manufacture 04/19/2019 to present date 01/12/2021 and note that this device has been returned for service once which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn(B)(6) for the same or related failure mode. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad - unresponsive key ("system on" button). The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA# 1120033 pcu unresponsive keys

Event description:
The customer reported the device won't turn on/off. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device won't turn on/off. There was no patient involvement.